Event description:
It was reported that the patient underwent an initial hip procedure. The patient was revised approximately 1 month later due to disassociation of the head and bearing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat#: 00877502803, lot# 3220540 bioloxâ® delta, ceramic femoral head, l, ã¸ 28/+3.5, taper 12/14. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.